Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. No files attached.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later the patient experienced recurrent urinary tract infection, recurrent incontinence, cystocele post repair, rectocele, enterocele, dysuria, pelvic pain and frequency. A vaginal enterocele and rectocele repair, ureterolysis and cystoscopy were performed.